Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12981. It was reported the patient experienced wound dehiscence where one of the leads was protruding through the incision site. As a result, surgical intervention was undertaken where the lead was explanted and patient was put on antibiotic therapy as a precaution. Issue resolved. It is unknown which lead was explanted. Therefore, both leads will be reported.